Event description:
It was reported that the patients implantable pulse generator (ipg) pocket site did not fully heal and the battery is visible through the skin.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) pocket site did not fully heal and the battery is visible through the skin. Additional information has been received that the patient underwent ipg revision procedure and was doing well postoperatively. Explanted device was no returned.